Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. Throughout the investigation the auditory advisory prompts issued by the device were audible and clear. The device underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.